Event description:
A customer obtained a repeatedly false negative result on a patient sample using the anti-hbc assay. The patient was previously found to be positive for the anti-hbc in both vitros and OEM assays. The negative result may result in inappriate physician action. There was no report of patient harm as a result of this event.